Event description:
It was reported that the patient experienced reservoir herniation and could be seen bulging out under the patient's skin with an inflatable penile prosthesis (ipp). The ipp reservoir was explanted and a new ipp low profile conceal reservoir was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.